Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual inspect power cord for damage, twisting and replace if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in oct 14, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that blower assembly, sae (product code p6881, serial number (B)(6), had power cord frayed with exposed copper wires. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.